Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were made available to the manufacturer. Hence, no conclusion can be drawn as of now.

Event description:
It was reported that intra-op, drill broke inside patient while inside the rail cutter guide. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported as a result of this event.